Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance and noisy signals. Technical services (ts) reviewed the reports and noted that the lead exhibited a lead safety switch (lss). Ts provided a potential cause and reprogramming options. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).